Event description:
It was reported that the device was used during a diagnostic laparoscopy procedure. It was reported by the rep that upon attempting to insert the 350l as primary port with scope, the tip fell off. A (2nd) was opened to begin the case. There was no consequence to the pt.